Manufacturer narrative:
Follow-up 05/07/2016: customer reported that they discontinued use of the pump and reverted to insulin injections for diabetes management. Customer indicated that bg levels are under control and that they are trying to contact their health care provider. Customer did not indicate if and when the pump use would be reinstated. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 367 (mg/dl). Reportedly, customer is fighting an infection. Customer changed infusion set and administered insulin to treat bg levels. System check with tandem technical support indicated pump was performing as intended. Customer indicated that health care provider would be contacted to discuss diabetes management.